Event description:
Defective contents indicator on patients liquid oxygen stationary home unit. The patient/caregiver was unable to determine the actual contents (if any) of oxygen in tank. This has been a recurring problem since the manufacturer changed from plastic fittings on the contents indicator to brass fittings on the contents indicator.leak tested contents indicators both brand new (out of box) and also several contents indicators that had been in use for as little as two days and as long as 5 months. Operating pressure at time of test was approximately 22 psi. All contents indicators were found to have small cracks at the brass barbed inlet on the contents indicators allowing small amounts of gaseous oxygen to escape and continuously making the contents indicators read empty even when units had known amounts of liquid oxygen still inside the container.